Event description:
Reporter alleged blood glucose measured hi at 12:19 am back to back with a result of 256 mg/dl when testing was performed at 12:25 am. No actions were taken or treatment received reportedly as a result. A request was made for the return fo the suspect device and replacement product was sent.